Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged transmitter was not charging with lost sensor signal and change sensor alerts. Customer requested to run test plug procedure. The customer reported no adverse event. The event involved product mmt-7040a,mmt-1884,mmt-7841zn,mmt-7715. Troubleshooting was partially performed. It was confirmed that led light did not blink when connected to the tester or when removed from charger after it was fully charged. It was confirmed that the customer experienced loss of communication between the transmitter and the pump and it was unknown whether the issue was resolved or not. It was confirmed that there was no damage to charger battery spring or connector pins. Charger green led light was solid green for about 15-20 seconds and then turns off. Charger was working as expected. No harm requiring medical intervention was reported. No product return is required for mmt-7040a,mmt-1884,mmt-7715. Mmt-7841zn was requested and the customer response was the device would be returned.